Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that this is a concomitant mitraclip procedure to treat mitral regurgitation and an off-label mitraclip procedure to treat a functional tricuspid regurgitation with a grade of 4. After deployment of the first clip on the mitral valve, it opened about 10 degrees. A second clip was implanted with no reported issue, reducing mr to grade 1. The steerable guide catheter was then moved to the tricuspid valve to treat tricuspid regurgitation. After deployment of the clip, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet. Two additional clips were implanted with no reported issue, reducing tr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.